Event description:
It was reported that a pt underwent a laparotomy procedure for adherence syndrome on (B)(6)2010. Two months after the surgery, the pt presented with ascites. Symptoms included abdominal distention and accumulation of 2000 cc of liquid in the abdominal cavity according to control echography. The device remains implanted. The surgeon opines that this may be an allergic reaction.

Manufacturer narrative:
(B)(4) - ascites. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.